Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
I regret to tell you that another fc biliary metal stent failed to deploy today during an ercp procedure with dr anderson. It happened just like all the others. After 2 or 3 clicks of the trigger it started getting harder and harder to pull until a point when, when pressed, it just makes a loud noise but doesn¿t deploy the stent. Dr (B)(6) actually told me that during the first few clicks (when it seemed to be going ok) he couldn¿t see the stent coming out on the x-ray screen. Additional info received 17-may-21: stent was not fully deployed during procedure but was detached from introducer for return of device. Incorrect size wireguide used 0.025in. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. At what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal). What endoscope type and channel size was used? Olympus tjf260v. What was the position of the elevator? Was it opened or closed? Details of the wire guide used (diameter, type, make)? Visiglide 480. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Common bile duct. How long was the stent in the patient by the time this complaint occurred? During initial placement and so seconds. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? N/a. Stricture information: what was the length and diameter of the stricture? 4cm. Where was the stricture located in the body? Common bile duct. Was there resistance felt passing wire guide through stricture? Yes. Was there resistance felt passing the evolution through stricture? No. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient was the product inspected for kinks or damage before use? Yes. Was resistance felt during insertion into patient? If yes, at what point? No. Questions related to during stent placement did the product fail during stent deployment or recapture? Deployment was the directional button pressed during use? Yes. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? No evidence that the stent deployed at all. 4. Was the yellow marker kept in view during deployment? Yes 5. Are images of the device or procedure available? No

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number: c1718833 involved in this complaint device was returned for evaluation, open without its original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 18th june 2021. In summary the following results were observed in the lab evaluation: ¿stent partially deployed on return. Flexor was compressed. Stent partially deployed on return. Handle was actuating fine for deployment and recapture. Stent deployed. Lock wire was removed. Stent intact.¿ from additional information provided: " stent was not fully deployed during procedure but was detached from introducer for return of device. Incorrect size wireguide used olympus visiglide 0.025 documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number: c1718833 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot#: c1718833; upon review of complaints this failure mode has not occurred previously with this lot#: c1718833. As per the instructions for use, ifu0062-5 which accompanies delivery system description and instructs the user to "the stent is mounted on an inner catheter, which accepts a .035 inch wire guide, and is constrained by an outer catheter." There is evidence to suggest that the customer did not follow the instructions for use and as per additional information received the 0.025 inch wire guide was used. Root cause review: a definitive root cause could be attributed to user error, the investigation has determined that there is evidence to suggest that the customer did not follow the instructions for use, as per additional information received the 0.025 inch wire guide was used. Summary: customer complaint is confirmed based on customer testimony. There have been no adverse effects to the patient reported. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report for device evaluation on 18-jun-21: "stent partially deployed. Flexor compressed". Adding precedence for "flexor kinked/stretched/broken/compressed".